Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced bleeding and was wearing a tandem insulin pump. Upon inserting a new sensor that patient stated something didn¿t ¿feel right¿. So, the patient ended up replacing the sensor, but the patient still had the same unusual feeling. There was no external bleeding. The patient then began to feel flu-like symptoms, he was cold, sweating, had body aches, pain, swelling of his arm, and a fever of 103 degrees fahrenheit. The morning of 11/18/2024, around 4am, the patient¿s wife drove him to the emergency room (ER). At the ER, it was discovered that the patient had internal bleeding in his arm where the sensor was inserted. The doctor completed an incision and drainage procedure on the area. The patient was treated with IV fluids and clindamycin. He also had an EKG done. The patient was discharged home after approximately 4-5 hours. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect clinical code - chills.